Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported defect has been verified and repaired. Number of times returned-2, service report (B)(4). The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". The following repair activities were performed poor contact in the plug connection corrected, ventilator assembly defective: replaced, functional test acc. To test procedure completed, by built-in-test (bite) indicated fault codes analysed, unit cleaned, unit calibrated newly, 1hr.- output power test completed, functional test performed, and electrical safety test acc. To iec 60601-1 completed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 225024; supplier lot number: 1320265; release to warehouse date: 2/8/13; manufacturing date: 2/8/13; expiration date: n/a; supplier: (B)(4); manufacturing site: cardiff, UK; no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that a vapr vue generator was presenting with a fault on screen that appears midway through self check internal failure fault code 200 ref 65. This was discovered pre-operatively. No surgical delay reported.